Manufacturer narrative:
A hill-rom tech found the communication cable from bed to wall was not connected properly to wall. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech reconnected the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the bed status was not transmitting to the nurse station. The bed was located at the account in 3409. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).